Event description:
Problem: failure of 6 fr perclose proglide suture mediated device. Right common femoral angiography was being performed via an 8 fr sheath. Closure of an "otherwise normal" right common femoral artery (r cfa) was attempted with a 6 fr perclose proglide device. While deploying the device, the foot plate got caught in the intima, causing a dissection of the r cfa. This failed to achieve hemostasis. Hemostasis was achieved with manual pressure. A CT scan was performed to assess the injury (short segment dissection flap in r cfa extending over approximately 2 cm. No occlusion or pseudo-aneurysm). No other interventions were necessary.